Event description:
My daughter woke up in the middle of the night in 2007 with excruciating pain in her right eye. She complained of burning, loss of vision and the sensation that something was in the eye. I took her to centra state emergency dept for fear of a corneal tear. They could not identify a tear but referred her to dr. Potter at eye care. He diagnosed her with a corneal abrasion caused by an eye infection, but he was not sure of the source of infection. She was provided with antibiotics and pain medication. She was instructed not to wear her disposable contact lenses for 2 weeks and was followed closely with 2 f/u visits. The dr informed us that the infection cleared and the corneal abrasion was healed. He advised her she could return to contact lens use. Within 3-4 days of contact lens use, she began developing blurry vision and eye pain. I made an add'l appointment with the dr and instructed my daughter to return to wearing her glasses. On the morning of two weeks later while watching nbc news, they reported a recall of contact lens solution amo (advanced medical optics) moistureplus solution. This is the solution my daughter has been using for the past 2 mos. A bacteria was reported in this solution that causes acanthamoeba keratitis, a rare infection that can lead to blindness. I am very concerned about the long term effects of this rare infection. I understand there are many other reports of similar cases. I have the remaining solution and would like to have any updated info. Dates of use approx three months in 2007. Diagnosis: contact lens solution. Event abated after use stopped: no. Event reappeared after reintroduction: yes.